Manufacturer narrative:
The insulin pump was received with the operating currents measurement, self-test, unexpected error test, displacement, prime and excessive no delivery test. Pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place. Unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 330 mg/dl at the time of the incident. The customer stated that the reservoir compartment threads were broken. The product was returned for analysis.